Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the buttons were responding. The blood glucose reading was 475mg/dl, and he has treated with manual injections. The caller stated that the device alarmed two different errors after the buttons stopped functioning. Instructed the customer to remove and to insert a new battery, but the frozen display continued with no advancement of the time. Advised the caller that the insulin pump will be replaced and revert to back up plan. The customer stated that the insulin pump had a frozen display because the device got wet while being on vacation. No further information was provided.

Manufacturer narrative:
The insulin pump returned with frozen screen due to moisture damage on electronic board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.